Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable was confirmed via evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected and the white power cable was observed to be severed ~18¿ from the controller side bend relief. The power cables were replaced with known working test power cables and a controller internal fault alarm activated. The controller was opened and visually inspected at the component level to be physically unremarkable. The electrical resistance of fuses a and b were measured and found to be electrical open loops. This is consistent with the severed modular cable, which has been addressed under the modular cable investigation. This is expected operation and posed no risk to the patient prior to the modular cable being cut. The fuses were replaced, and the alarms resolved. The controller was functionally tested and passed. No additional atypical alarms or issues were observed. The downloaded log files were reviewed and on (B)(6) 2025 at 11:07:02, controller internal fault alarms activated due to ocp_a and ocp_b faults. These are consistent with the observed damaged fuses and cut modular cable. On (B)(6) 2025 at 11:07:16, the white power cable voltages drop to ~0v, which is consistent with the observed damaged white power cable. At 12:30:13, the black power cable was disconnected from external power. On (B)(6) 2025 12:32:21, the controller powered down. There were no other notable events captured on the reported event date in the log file. The provided information indicated the patient was involved in a car crash on (B)(6) 2025, and the white power cable and driveline were cut by medics at the location of the crash; this was determined to be the root cause of the severed white power cable. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was involved in a car crash on (B)(6) 2025. The driveline and one of the battery leads were cut by the medics at the location of the crash. It was unclear whether the patient's driveline and white system controller lead were cut by the patient or if emergency medical services (ems) cut the equipment while cutting off their clothes. An autopsy was requested by the family and the coroner requested log file data from the pump or the controller to determine when the driveline was cut and when the pump turned off.